Event description:
It was reported the distal tip of the dilator detached on the sterile table during insertion into the sheath. Another device from the same reorder number was then used. No pt injury reported.

Manufacturer narrative:
One 8f fast-cath introducer, dilator and a guidewire were received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The returned introducer and guidewire were determined to be good product. The dilator was received in two pieces which had separated near the distal end. Microscopic examination revealed slight elongation on the both halves of separated dilator.